Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had leak and blood in tubing. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code, conclusion),h11 an intra aortic balloon leak may occur when the balloon membrane or connections lose integrity allowing blood or gas to enter or escape which can result in complications such as gas embolism reduced therapy effectiveness organ injury or clot formation that may require surgical removal leakage is often caused by mechanical damage to the catheter or balloon system and can be identified through pump alarms visible blood in the tubing changes in waveform or resistance during removal if a leak is suspected the pump should be stopped immediately and the catheter removed with the patient placed in a trendelenburg position if appropriate and the device replaced as needed prevention includes ensuring proper positioning securing all connections avoiding inflation when a leak is suspected and promptly correcting abnormal balloon behavior investigations and complaint reviews have shown no need for corrective action and confirm that risk levels remain acceptable with no evidence of manufacturing defects and existing labeling and instructions for use adequately address these risks.